Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, white particles calcification -like in device outer surface and one curved opening. A microscopic analysis and leak test were performed which identified one striated opening and nick striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening striated in the side anterior assessed as surgical damage and nicks striated assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture for the right side.

Event description:
Healthcare provider reported rupture for the right side. Device has been explanted.